Event description:
It was reported that the patient's pump was "messed up". Further info was not provided. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).